Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the low pressure side of flow meter of sipap unit has no output and does not adjust. The customer confirmed that there was no patient involvement associated with the reported event.